Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device recorded a battery depletion alert on november 14, 2018 and reached end of life (eol) battery status on november 25, 2018. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the recent sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that this device delivered an inappropriate shock which was due to the oversensing of noise. An appropriate shock was also delivered and successfully converted the patient's polymorphic rhythm. An elective device replacement procedure was performed. No adverse patient effects were reported.